Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with juvéderm® in the cheeks; 3 weeks later, patient experienced ¿redness, swelling and infection.¿ patient was treated with antibiotics. Patient ¿has had repeating infections and treatments with antibiotics.¿ injecting healthcare professional (hcp) has tried dissolving juvéderm® with hyalase about 7-8 months post injection with treatment every second day for 1 week. Injecting hcp repeated treatment regimen again 9-10 months post injection. Consulting hcp recommended ¿1-month antibiotic treatment before new hyalase treatment, and 1-month antibiotic treatment after hyalase treatment.¿ it is unknown if symptoms have resolved.